Event description:
It was reported to nova biomedical that a consumer received a result of 164 mg/dl on their blood glucose meter. The consumer immediately performed three additional tests using the same meter and strips getting the following results of 173 mg/dl, 64 mg/dl, and 116 mg/dl. During the call to customer support, a control solution test was performed showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant.